Event description:
It was reported that the journey fem impact bumper rt was discovered broken after impacting the femur. The procedure was able to be completed with the same device. Surgery was not delayed. Patient was not harmed.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Manufacturer narrative:
H10: the device was not received for evaluation and the reported event could not be confirmed. The shipping information was provided and all efforts were made to locate the device but we have no evidence that it was ever received by the complaint investigation team for evaluation. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable, damage may occur during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: case-2021-00086613-2